Event description:
It was reported that the pump battery was depleting quickly. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 60 mg/dl. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
Additional device code and b5.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 60mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.